Manufacturer narrative:
The user facility requested analysis of the composition of foreign material adhering to the air/water nozzle and investigation of the cause of the reported event. In addition, the user reported that the device had undergone a high level of disinfection with a non-olympus automated endoscope reprocessor, endoclens, after precleaning. The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following: the reported phenomenon was reproduced. As a result of investigating the component of the attached foreign material, the foreign material component was silicon. There is a possibility that an antifoaming agent or the like has adhered to the device based on the component detected from the foreign material. Omsc determined that the antifoaming agent was attached from the outside because it is a component that is not used in the endoscope. In addition, foreign material remained significantly around the air/water nozzle, so it is highly possible that the user facility did not clean it sufficiently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use before gastrointestinal endoscopy, the air/water feeding function was defective due to the clogging of foreign material in the air/water nozzle. The device was just delivered to the user facility on (B)(6) 2021. There was no report of patient injury associated with the event.